Event description:
On (B)(6) 2012, the facility reported that during a home hemodialysis treatment, the bloodline partially separated/disconnected from the transducer protector resulting in blood loss of about 100 - 400 ml. The patient's eprex dose and iron was increased. On (B)(6) 2012 the patient was in the emergency room for an unrelated issue, hemoglobin had decreased to 64. The patient was transfused with 1 unit of packed red blood cells. Sample was discarded by the user facility; sample is not available.